Event description:
At 0800 nurse entered room, found pt unresponsive. Bp 100/60, p96, r20, hob raised then pt opened eyes. Pt received 57cc (57mg) of morphine since 2304 (a period of 11 hours). Prescribed rate pt should have received thru the night was 1 mg/1 hr. If pt had activated dosing himself he could have received a max of 66 mg over 11 hrs. (Self dosing parameters were 1 mg with 6 min. Delay i.e. 6 mg/hr). The pca history was not recorded when new syringe was added therefore unable to retrieve info that might have determined cause of problem. House dr called and pt given meds to reverse narcotic effect. No respiratory compromise. Pt recovered fully per his surgeon. Pca pump evaluated by clinical engineering and determined to be in good working order.